Manufacturer narrative:
Added information to section d9, h3 and h6 (device code). Corrected data h6 (device code): "1077 - calcified" code removed. H3: evaluation summary: customer report of calcification and stenosis were unable to be confirmed. Customer report of leaflet thickening was confirmed. X-ray demonstrated wireform intact, and frame expanded, deformed and pushed inward around commissure 1 and outward around leaflet 2. Wireform was also exposed around commissure 1 and leaflets 1 and 2. Fibrin-like deposits were observed on the outflow surface of all three leaflets and on commissure 2. Leaflet 1 had a tear near commissure 1. Leaflet 2 had a tear near commissure 2. All three leaflets were thickened and swollen near the commissures. Moderate host tissue overgrowth was observed on the inflow aspect of valves frame and stent and on the outflow aspect over commissure 2. A mechanical damage mark was observed on the free margin of leaflet 1. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. One suture thread remained attached around leaflet 3. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU). Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, this 8300ab19 valve was explanted from the aortic position after an implant duration of eight (8) years and two (2) months due to calcific degeneration, which led into moderate stenosis and thickened leaflets. The patient presented with chest pain and fatigue before the reintervention. A bioprosthetic valve was implanted in replacement, and the patient was noted as to be discharged.